Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The operating currents are within specification. The insulin pump was received with cracked case at the display window corners, display window and with minor scratched lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have tripped and fallen over her dog causing display screen to be cracked. Customer's blood glucose was 500 mg/dl. Customer was advised that insulin pump would need to be replaced.